Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/19/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibration was not performed after experiencing inaccuracies, that the bg meter values were not entered into the cgm device promptly, and that the patient was exposed to what patient's father believes was the equivalent of a CT scan. No additional event or patient information is available. The receiver data log was reviewed on 09/23/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Finally: remove the dexcom g5 mobile cgm system (sensor, transmitter, and receiver) before magnetic resonance imaging (MRI), computed tomography (CT) scan, or high-frequency electrical heat (diathermy) treatment. The system hasn't been tested during MRI, CT scans, or with diathermy treatment. Magnetic fields and heat could damage the components, stopping sensor glucose readings or alarm/alert notifications. Without sensor glucose readings or alarm/alert notifications, you might miss a severe low or high glucose event.